Event description:
It was reported that in (B)(6) 2021, the patient experienced erosion of the urethra and needed to have the artificial urinary sphincter removed. Given the complexity of the case, urethral erosion, use of previous radiotherapy and a vasculopathic patient with pelvic tissue ischemia addition to the presence of inflatable penile prosthesis, the patient underwent a new artificial urinary sphincter implant with urethral transcorporal cavernous technique, requiring the interposition of bovine pericardium to isolate the penile prosthesis cylinders and the urethral cuff.

Event description:
It was reported that in (B)(6) 2021, the patient experienced erosion of the urethra and needed to have the artificial urinary sphincter removed. Given the complexity of the case, urethral erosion, use of previous radiotherapy and a vasculopathic patient with pelvic tissue ischemia addition to the presence of inflatable penile prosthesis, the patient underwent a new artificial urinary sphincter implant with urethral transcorporal cavernous technique, requiring the interposition of bovine pericardium to isolate the penile prosthesis cylinders and the urethral cuff. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported erosion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of erosion is a known risk of the device. The cause of the erosion was not established by the physician, although erosion is included in the labeling documentation as an adverse event of implant surgical procedure of the device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.